Event description:
Busted hernias, 5 back surgeries. Going through my stomach. Blood in stool, stomach problems. I have been on stomach medication for over 5 years since surgeries. My stomach stated to severely bother me once I had hernia surgery. I was rushed to the hospital and had emergency surgery for a busted hernia and appendix. I think they took out my appendix but I'm not sure. As of 2014, I have been to the emergency room with h. Pylori.